Event description:
Please see h10 for supplemental information.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The cable insulation was damaged, peeled off and metal part exposed. The device evaluation also found a damage on coupler stopper, and a rattled coupler due to a loosen coupler stopper. A device history review was completed and revealed that no issues were identified. This issue is addressed in the instructions for use (IFU): ¿never use the camera head on a patient if an irregularity is observed. Damage or an irregularity in the camera head may compromise patient or user safety and may result in more severe equipment damage.¿ olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the camera cable had a ¿defective¿ insulation. It was noticed prior to a urological procedure. There was no report of patient harm or procedural delay associated with this event.